Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. The go/no go check passed. The load cell verification test failed. Failure was due to heater tray cables resting on power supply. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and an open fuse was found; 05/13/2019. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report receiving an invalid sensor reading during dwell 2 of 2 of treatment. Upon rebooting the cycler the pdrn encountered a burning smell on the liberty cycler. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. Alternative treatment was available. Upon follow up, the patient's husband confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment with the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.